Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger faults) has been confirmed. Upon investigation the battery charger/modem's battery board was contaminated. The root cause for the contamination could not be positively identified but was likely ingress of an unknown liquid. No adverse event resulted from the defective battery charger/modem. The patient received a replacement battery charger/modem.

Event description:
Download data from a (B)(6) male patient revealed battery charger faults. Zoll customer support contacted the patient and issued him a replacement battery charger/modem.